Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy due to the ipg not holding charge. The ipg was deemed inoperable. Surgical intervention may be pending to address the issue

Manufacturer narrative:
B3-date of event is estimated.